Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Is unknown. No information has been provided to date.

Event description:
It was reported that a double beep no cassette alarm occurred; cassette lock worn. No patient injury was reported.

Manufacturer narrative:
Other, other text: no manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Physical damage was observed. High pressure error was found in event history log. Customer problem was not duplicated. Investigation found high pressure messages in the event history log that was causing double beep - no cassette attached and cassette lock worn. Although high pressure message was identified, the customer reported issue of "double beeping cassette" was not confirmed. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace downstream sensor and latch lock assembly. Additional information in h4, h6 and h10.